Event description:
It was reported that, in the recovery room following an a-fib procedure, when the indifferent electrode was removed from the lower back the patient's skin had blistered (2nd degree skin burn) and appeared red. The patient was noted to have sensitive skin when other EKG patches were removed at the end of the procedure in the holding area. A single valley lab pre was used during the case. The reporter stated that total ablation time for the procedure was over an hour with power settings in the 40-50 watt range. Impedance was 110-120 ohms throughout the case. The patient was discharged after a wound nurse evaluation with topical cream only for treatment of the burn.

Manufacturer narrative:
(B)(4). It was reported that, in the recovery room following an a-fib procedure, when the indifferent electrode was removed from the lower back the patient's skin had blistered and appeared red. After a follow up, the customer confirmed that they do not consider the bwi equipment or products to be the cause of the patient incident. The customer declined to have the bwi equipment functional tested since they determined the stockert is ready for use. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental 3500a report will be submitted to the FDA once that the analysis repair is completed. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); cool flow pump us catalog #: s7001 serial #: (B)(4); thermocool sf nav us catalog #:d131504 lot #: unknown; webster 20 pole us catalog #: d728260rt lot #: unknown; soundstar us catalog #: sndstr10 lot #: unknown; lasso w/ auto ID us catalog #: d7l1020ct lot #: unknown. (B)(4).